Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device while successfully shocked the patient. However, the patient subsequently expired. The device passed the 30 joules test in subsequent testing.